Manufacturer narrative:
The device was not returned for evaluation however a review of the programmer data was carried out. Analysis of the mobile app logs indicated that bluetooth connectivity dropped out. This complaint was confirmed based on log files. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant that electromagnetic interference (emi) was present on both electrogram (egm) channels of the mobile programmer. The emi was noted as having been worse on the atrial (a) channel. Only the ventricular (v) egm was used for testing as the device being implanted was a single chamber ventricular pacemaker. The emi was constant during testing but testing was still possible, it was noted that it was difficult to assess current of injury (coi). The mobile programmer analyzer was repositioned as part of an attempt to reduce the emi. This did not aid the situation. The user did not use new cables as testing was still possible. After the device was implanted the user switched from the mobile programmer analyzer to the patient connector and the connection to the implantable device was "ok". Once testing of the implantable device was initiated communication with the implantable device would "drop out" during testing, particularly threshold testing. It was possible to get " a couple of beats of threshold testing in" then the mobile programmer application showed an error. The patient connector and the tablet of the mobile programmer was moved closer to the patient and testing was re-attempted, however communication with the implantable device was eventually completely lost and it was no longer possible for the user to regain communication with the implantable device. The user ended the session and re-interrogated the implantable device once the implant procedure was complete. After re-interrogation, the implantable device testing functioned as normal. No patient complications have been reported as a result of this event.